Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list number 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak in the system solutions drawer while using the alinity m system. The leak was outside of the footprint of the instrument, in front of the system solutions drawer, on the walking path. The customer thoroughly decontaminated the floor using water and bleach while wearing all appropriate personal protective equipment (ppe). Field service engineer (fse) arrived on site and visually observed the three-way valve to liquid waste bottle 1. Tubing from the three-way valve was disconnected due to a loose clamp following a recent replacement of liquid waste 1 bottle. The tubing was reconnected and the clamp was replaced. The system solutions drawer was thoroughly decontaminated. The customer accepted the instrument for routine use. There were no injuries associated with the leak. There was no patient involved as the leak was identified by the alinity m system user.